Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, an alliance ii handle was used in conjunction with a trapezoid basket to crush a 1cm stone. However, the handle broke and the tip failed to detach. A sohendra device was then used to detach the tip and release the stone. The basket was removed from the patient. A stent was placed to drain the cbd and keep access open and the procedure was completed. The patient will return for an elective ercp. There were no patient complications reported as a result of this event.